Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during drain 7/10 of their automated peritoneal dialysis therapy. Reportedly, the home patient awoke to their transfer set being loosely connected to the patient line of the homechoice set, causing fluid to leak from the connection. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed manually. Per the home patient, no patient injury or medical intervention was associated with this incident.